Event description:
The pt experienced a shocking or jolting sensation and return of symptoms; tremor in her legs. The pt stated that once the stimulation was turned on, the symptoms went away. The pt was encouraged to contact her health care professional (hcp). The pt reported that she had seen her hcp that managed her pain stimulation system; however, the device shocking was only associated with her deep brain stimulation sys and not the pain stimulation device. In 2008, the pt's hcp managing her deep brain stimulation sys reported that he had recently seen the pt. He stated that the event of shocking/jolting was not reported to him; the pt was seen in his office 3 weeks before the reported event. The pt reported a pulling sensation to him. He thought that the extension/lead might be tight and could be causing the pulling sensation. The physician reported the pt outcome as "no injury".

Manufacturer narrative:
.